Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor anomaly. The customer's blood glucose reading was 181 mg/dl. The customer stated that the pump alarmed radio frequency failed self-test. The customer also mentioned sensor signal not found. The customer removed the sensor and noticed the cannula was missing. The sensor was not returned for analysis.